Manufacturer narrative:
The insulin pump was received with no menu, up or down arrow button response due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify keypad anomaly due to no button response. No moisture damage was found on the keypad assembly, motor, or force sensor during visual inspection. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was unknown. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer advised they had a stuck button alarm which they cleared however the issue recurred and they were unable to get to any menu option properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.